Event description:
Healthcare professional reports result lower than expected with the protime microcoagulation system. In the oral anticoagulation clinic, protime generated inr result 3.0. Lab generated inr result 5.1. Pt's therapeutic range: 2.0-3.0. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Customer provided cuvette lot number l193c437. Method: actual device evaluated (instrument). Process evaluation performed. Cuvette device history records reviewed and found to meet specifications. No related ncmrs, complaint trends, or CAPA identified. Result: no failure detected. Conclusion codes: unable to confirm complaint. No failure detected, device operated within specification. Itc has requested all data required for form 3500a.